Event description:
It was reported by biomed - "I have a site rite with replacement probe with image loss at bottom of screen. Dark area that we lose visual of the needle below about 2 cm."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned.